Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decreased in battery from 42% in october 2021 to 14% in december 2021. Premature battery depletion was alleged. Technical services (ts) noted that the replacement interval will be sixty days and informed the field representative. A formal analysis and engineering review will be sent at a later time. Additional information noted that a review of the device data was performed by engineering. Engineering confirmed that the power consumption of the device was increasing abnormally. The device was depleting prematurely. The device replacement interval runs until middle of february 2022 after which the device should be replaced. It was noted that a device explant was scheduled for (B)(6) 2022 and the device will be returned after being replaced. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in battery from 42% in (B)(6) 2021 to 14% in (B)(6) 2021. Premature battery depletion was alleged. Technical services (ts) noted that the replacement interval will be sixty days and informed the field representative. A formal analysis and engineering review will be sent at a later time. Additional information noted that a review of the device data was performed by engineering. Engineering confirmed that the power consumption of the device was increasing abnormally. The device was depleting prematurely. The device replacement interval runs until middle of (B)(6) 2022 after which the device should be replaced. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decreased in battery from 42% in (B)(6) 2021 to 14% in (B)(6) 2021. Premature battery depletion was alleged. Technical services (ts) noted that the replacement interval will be sixty days and informed the field representative. A formal analysis and engineering review will be sent at a later time. Additional information noted that a review of the device data was performed by engineering. Engineering confirmed that the power consumption of the device was increasing abnormally. The device was depleting prematurely. The device replacement interval runs until middle of (B)(6) 2022 after which the device should be replaced. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.